Event description:
The described incident occurred during an attempted implant on (B)(6) 2008. The screw mechanism was tested on the sterile table and performed normally. Upon insertion down a 9.0f introducer with the screw fully retracted the screw protruded slightly without stylet manipulation and was disformed upon reaching the rv apex.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. During the FDA inspection in june/july 2009, the investigator directed sorin biomedica crm to file an MDR report for this ous event; therefore, as a result of this direction, we are filing this report. (B)(4). No manufacturing defect was identified during the course of these investigations. However, the analysis determined that if the lead is not free to "straighten out" sufficiently while the stylet is advancing through the curved region of the rv defibrillation coil, then the stylet tip can insert itself between the coils of the multi-flair winding, and thus begin the perforation. The damages associated to the lead and stylet in this case were identified to have been caused during the implantation attempt. The following damages were identified: perforation to the insulation under the rv defibrillation coil, highly deformed fixation helix, and damaged stylet blade.